Manufacturer narrative:
Integra has completed their internal investigation on 28 jun 2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: engineering was able to confirm the customer complaint. The support clamp, 443a1060m, had a fracture in its component, the clamp slide body, 443a1062. A DHR review could not be performed as no integra lot# was etched on the component received and the serial# etched on the a1096 is not an integra lot#. A two year lookback in trackwise for this reported failure and or related to " broken part " for product ID 40a1096 and 443a1060 shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. In summary: engineering was able to verify the customer complaint of the breakage. The root cause cannot be fully attributed at this time. It may have seemed that the breakage occurred from a physical impact exerted onto the component during use/processing.

Event description:
The a1096 budde halo retractor had a broken part. The rod holder clamp was broken. The device was properly assembled by the company's sales representative, however the part broke when the a2114 was assembled with it. The device not in contact with patient, there was no patient injured or death alleged and it did not lead to an increase of surgery time.